Event description:
Account alleged the left intermediate siderail will not stay up. No injury reported. Disassembled siderail and found matter in latch mechanism. Cleaned matter frame siderail to resolve this issue.